Event description:
Boston scientific received information that following an unknown duration post implant, the patient with this device presented to the emergency with shortness of breath. An x-ray revealed a pneumothorax.

Manufacturer narrative:
The issue was resolved with insertion of a chest tube and a medication adjustment. The patient was released five days later in reportedly good condition. If new information is received, a follow-up report will be submitted.